Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, myocardial infarction, thrombosis and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 3.0x33 xience xpedition stent was implanted in the mid left anterior descending coronary artery (lad). The patient had worsening chest pain for four hours on (B)(6) 2015 and was hospitalized. A diagnosis of acute st elevation myocardial infarction was made. Balloon dilatation and thrombus aspiration were performed for in-stent thrombosis in the mid lad on (B)(6) 2015. The patient had chest tightness on (B)(6) 2015. Coronary angiogram found mild in-stent restenosis in the lad on (B)(6) 2015, but no thrombus. Percutaneous transluminal coronary angioplasty was performed. The patient recovered and was discharged from the hospital on (B)(6) 2015. No additional information was provided.